Event description:
It was reported that the user experienced frequent low blood glucose readings after a change in eating habits related to returning to school, and customer care guided the user and a caregiver through an ilet reset as troubleshooting and education. Symptoms included hypoglycemia. Outcomes included the need for user support and device reset without alerts, alarms, or hospitalization. Investigation included customer care review of the reported issue and completion of device troubleshooting and user education. Investigation of this case revealed no device alarms and no identified device malfunction, with the event temporally associated with reduced food intake and addressed by an ilet reset and counseling. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.